Event description:
During pt treatment, operators reported hearing a hissing noise coming from the back of the 3100b. The pt was temporarily placed on a conventional ventilator but later was returned to treatment with this 3100b. The 3100b seemed to be functioning fine but the hissing noise got louder, so the pt was again placed on a conventional ventilator w/o any compromise.